Manufacturer narrative:
The quattro catheter was not returned to zoll for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and ivtm therapy was initiated utilizing quattro catheter. After an unknown period of time, the saline bag was noted empty and replaced, however, the second bag also was observed empty. The catheter leak was suspected. The user was advised to replace the catheter over the guidewire. However, an alternative method was used to complete patient therapy. The catheter was not removed for one day and the infusion lumen was used as a cv catheter. No patient consequence was reported.